Event description:
The physician implanted the catheter without the strain-relief sleeve because the component was not in the catheter package at implant. A few days later, a puncture in the catheter tubing was detected at the tubing connector; baclofen therapy was interrupted and oral baclofen medication was not ideal. The concentration of itb baclofen is unknown. The device was replaced in 2007; the itb therapy is currently good and the patient has had no further problems.